Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No motor error alarm and the motor passed motor test. The insulin pump and contour next link meter functioning and communicating properly also, recorded properly at status screen. The insulin pump communicated properly with the test minilink transmitter and tested with glucose sensor simulator. However, the insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at the display window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer's mother stated that her son woke up with high readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The mother stated that there was no motor position encoder error in the alarm history. The customer was able to rewind the pump. The customer will be sent a replacement pump.